Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported that the lancet had broken off into the skin and caused bruising and tearing. It is unknown if the customer sought third party medical intervention. There was no report of death or permanent impairment.